Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa the patient's blood pressure dropped and could not be controlled. The ablation had been successfully completed but prior to discharge the patient's blood pressure dropped and initially was difficult to control. The patient was intubated, and a dopamine drip was initiated. An echocardiogram was taken, and effusion was ruled out. The patient was admitted to the hospital for 2 days and was considered fully recovered upon discharge. The physician believes the issue was due to an allergic response to a medication, however, the cause was not conclusively determined and the procedure itself could not be ruled out as a cause. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.